Event description:
11ff063842 per dealer the foot spring section will go up but then it lowers down on its own with and without pressure. (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.